Manufacturer narrative:
Additional information can be found in b5, d10 e1, e3, e4 and g2.

Event description:
Additional information regarding this complaint was received as follows: a medsun medwatch uf/importer report # (B)(4) was received on 27-nov-2024 that stated "ICU medical device a-line pressure tubing set leaked when rn put connected the set to ivf in a pressure bag. Rn set up pressure tubing and connected to patient and noted that blood was backflowing into the set. She then realized there was a leak in the system. She disconnected the set and replaced it with another pressure tubing set which worked without issue. The leak occurred at the flush chamber just above where fluid would enter the chamber." This issue was originally reported by (B)(6), a nurse of (B)(6) hospital.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. E1 - additional contact telephone number - (B)(6).

Event description:
The event involved monitoring kit w/safeset¿ ii, 03 ml flush device & marvelous valve where the customer reported that the device leaked. The nurse set-up pressure tubing and and connected it to patient and noted that blood was backflowing into the set. She then realized there was a leak in the system. She disconnected the set and replaced it with another pressure tubing set which worked without issue. The leak occurred at the flush chamber just above where fluid would enter the chamber. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The following was provided by the customer for investigation: one used list #460990471, monitoring kit w/safeset¿ ii, 03 ml flush device and marvelous valve; lot #14040706. The reported complaint of leak was confirmed on the returned set. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, a channel leak was observed between the tubing and the safeset reservoir. The white syringe cap of the safeset reservoir was opened and the barrel was removed. When the rest of the set was primed with a red dye to check the area of the leak, a leak was observed between the tubing and the washed safeset seal area. It is unknown how the leak had occurred. The probable cause of the leak is unknown. The device history record and relevant commodity records were reviewed, no discrepancy was identified.